Event description:
Ventilator dependent pt removed from ventilator for tracheal suctioning. Manual resuscitator was used to ventilate pt during this procedure. Significant drops in o2 saturation and hr were noted after a short period of ventilation with the resuscitator. The resuscitator was replaced with a different unit and hr and o2 sat returned to normal levels. Normal ventilation on the ventilator was resumed. Subsequent inspection of the resuscitator revealed that the two parts of the duckbill outlet valve were sealed closed preventing airflow even when the bag was pressurized. The defect was not detected immediately since pressure was released through the relief valve and the bag would re-inflate giving the false appearance of normal operation. All product of the same lot was pulled from use. Four of the eight devices showed similar defects.

Event description:
Ventilator dependent pt removed from ventilator for tracheal suctioning. Manual resuscitator was used to ventilate pt during this procedure. Significant drps in o2 saturation and hr were noted aafter a short period of ventilation with the resuscitator. The resuscitator was replaced with a different unit and hr and o2 sat returned to normal levels. Normal ventilation on the ventilator was resumed. Subsequent inspection of the resuscitator revealed that the two parts of the duckbill outlet valve were sealed closed preventing airflow even when the bag was pressurized. The defect was not detected immediately since pressure was released through the relief valve and the bag would re-inflate giving the false appearance of normal operation. All product of the same lot was pulled from use. Four of the eight devices showed similar defects. Add'l info rec'd from reporter 06/02/01" the MFR has responded stating that the defect was confirmed and that their assembly process has been changed to address the problem. The MFR has stated further via telephone conversation that no action is planned for any existing poroduct that remains in the field. Reporter has repeated concerns to allegiance since their experience was that 50% of the lot of product at hospital was defective.